Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the customer had been stacking insulin and wanted to know how to stop active insulin. The father states the customer's levels had dropped as low as 48mg/dl. Troubleshoot was conducted. The customer was assisted with pump function. The customer declined to troubleshoot for the lows.